Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 97745nt medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the controller quit working. Patient said the controller screen was blank and would not turn on. Patient also said her legs started hurting really bad all night. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Agent had patient re insert the battery and confirmed green light was blinking on the controller. Controller was at 10% and implant was at 40%. The troubleshooting steps that were taken on the call resolved the issue.